Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp. The customer was hospitalized for alleged high bgs on 03-feb-2023. On svn (B)(4). The customer reported pump/transmitter communication anomaly, loss of communication/bg not received/no calibration and low bgs on 20-nov-2022. On svn (B)(4) the customer reported low bg lately on 16-nov-2022. On svn (B)(4)the customer reported low bg lately on 17-nov-2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0874 inches. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No pump/transmitter communication anomaly, lost communication anomaly, calibration anomaly, or bg not received alarm noted. Please see below for the pump errors/alarms noted 1 week prior to the event date 03-feb-2023 in the formatted history file. 01/27/2023 18:54:44.000 batteryremoved 01/27/2023 18:54:59.000 batteryinserted 01/31/2023 12:40:32.000 batteryremoved 01/31/2023 12:40:51.000 batteryinserted 02/03/2023 22:12:39.000 batteryremoved 02/03/2023 22:24:17.000 alarmalertcleared faultnumber = batt out limit(6) - due to battery removed for more than 10 minutes. There were no unexpected pump errors/alarms noted 1 week prior to the event date 03-feb-2023 in the formatted history file. The pump passed the functional testing. Unable to confirm alleged high bgs/low bgs. Pump/transmitter communication anomaly not confirmed. Loss of communication/bg not received/no calibration anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 701 mg/dl at the time of the event. Troubleshooting was performed. The auto mode feature was active and the pump was used within 48 hours of the reported high bg event. It was unknown whether the customer will discontinue the use of the device. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.